Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the culture grew proteus/corynebacterium. The patient required prolonged inpatient hospitalization and was taking ensure (dietary supplement). Intravenous (IV) antibiotics did not resolve the issue and the hcp was planning to remove the pump. The organism of infection, source of infection, specific treatment outcome were not reported. Patient was hospitalized from (B)(6) 2016 and then again from (B)(6) 2016. On (B)(6) 2016 the wound was repaired by oversewing and on (B)(6) 2016 the abdominal wound was leaking cerebrospinal fluid (csf) and the pump was explanted. As of (B)(6) 2016 the wound was healed. The pump was not returned to the manufacturer.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep) and a healthcare professional (hcp). The hcp reports that the wound opened up 1.5 weeks ago. The pocket was sutured up again by a neurosurgeon and the patient was put on IV antibiotics since it cultured something. Wound was looking good for 5 days then started leaking cerebrospinal fluid (csf) and opened up again so the doctor sutured it again. Today, (B)(6) 2016, the doctor was going to emergently take out the pump as csf was leaking out of the wound.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving lioresal 500mcg, dose not reported via an implantable pump. The indication for use was intractable spasticity. It was reported that the patient's pump pocket was leaking clear fluid. The fluid was cultured and it did grow something. The patient was getting IV (intravenous) antibiotics. It was unknown if any environmental, external or patient factors that may have led or contributed to the issue. Diagnostics included culture of the wound. Surgical intervention did not occur and it was unknown if surgical intervention was planned. The reporter at the time of the report was not sure what the next steps would be. The issue was not resolved at the time of the report and the patient's status was noted as alive, no injury.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the patient was initially taken to the ¿operating¿ room for wound ¿exploration¿. There was no cerebrospinal fluid (csf) leak seen at that time. The result of the wound culture was a positive bacterial growth. 10 days later, the patient presented again with a lumbar and then abdominal csf leak. On (B)(6) 2016 the lumbar wound was over-sewed as an intervention to resolve the patient¿s pump leaking clear fluid. The pump was explanted on (B)(6) 2016 and the wound healed well and the patient was back to baseline. The pump was not returned to the manufacturer for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.